Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was dislodged a few days after initial implant. The patient underwent a surgical intervention to remove the lead and implant a similar product. No additional adverse patient effects were reported.